Manufacturer narrative:
Concomitant medical product: d314drg ICD implanted: (B)(6) 2012.

Event description:
It was reported that the patient's device was alerting for high right ventricular (rv) lead impedance. The lead remains in use but a change out is being discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.